Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced pd inflammation. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was withdrawn during treatment. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
B3: the event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.